Manufacturer narrative:
The data from the site shows a 10+% difference for small field low energy electrons at extended distance. This issue is pending investigation to determine the source of the dose difference. Although there was no reported injury in this case, the available information suggests a malfunction of the device may have occured. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Discrepancy in measurement vs. Prediction (with emc) of output for electron fields at an extended ssd. The customer complains that the measured output on the linac disagrees with that predicted by eclipse when calculating an enface electron field with the emc 8.8.18 algorithm at an extended ssd on a flat, water-equivalent phantom.